Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the green image was due to the broken r-unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a green image. The procedure, a therapeutic laparoscopic inguinal hernia repair, was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a green image. The procedure, a therapeutic laparoscopic inguinal hernia repair, was completed using a similar device. There were no reports of patient harm.